Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively with good coverage. The explanted device was retained by the medical facility.